Manufacturer narrative:
The device was returned for evaluation. The pod was received with the cannula assembly deployed. The soft cannula measured shorter than the correct length and appeared ripped at the segment tip on the exposed portion. It could not be determined when this damage occurred, or if this damage affected the device's ability to deliver insulin when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 302 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a new pod was applied. The patient's blood glucose history is as follows: (B)(6).